Event description:
Additional information received reported that there 'were no lead fractures to the reporter's knowledge.'

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 3387-40 lot# j0519173v, implanted: 2005 (B)(6), product type lead product ID, 3387-40 lot# j0519173v, implanted: 2005 (B)(6), product type lead. (B)(4).

Event description:
It was reported that low impedances (9 ohms) on electrode combination of #0 and 1 on the patient's implantable neurostimulators (ins). It was unclear which ins system had the low impedance. It was noted that the patient was getting therapeutic relief even with the low impedance issue. Both of the patient's inss were replaced due to "longevity reasons". Following the ins battery replacement the patient was getting therapeutic relief. If additional information is received, a follow up report will be sent. See also manufacturer's report #3004209178-2013-01096.